Event description:
Olympus was informed that during a thyroidectomy procedure, pieces of the teflon pad fell into the surgical wound. The procedure was delayed but was able to be completed with a different but similar instrument. There was no patient injury reported. Olympus obtained additional information indicating that the instrument continue to be activated after the tissue was transected, causing the teflon pad to melt and separate.

Manufacturer narrative:
The thunderbeat hand instrument has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. However, teflon pad damage can result from continuous activation of the output without tissue between probe and jaw. If additional information becomes available at a later time, this report will be supplemented.